Event description:
Customer had a fasting lab comparison performed. The lab result was 277 mg/dl and the device result was 176 mg/dl. The doctor prescribed insulin for the customer. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.